Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer bumped into something and the touch screen became shattered. Customer is unable to read the touch screen due to the damage and the touch screen does not light up. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.